Event description:
Lancet did not engage with the pediatric patient's heel for a blood specimen. Multiple lancets were used out of the same lot number box. Upon pressing the button to disengage the lancet, the lancet did not meet the depth to puncture the patient's heel. The pediatric patient became more distressed as the rn repeatedly applied the lancets that did not work.